Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified iliac artery. After a guidewire passed through, a 8.0 x 40, 75cm mustang balloon catheter was advanced for dilation. However, during inflation the balloon ruptured. The procedure was completed with a non-bsc device. No patient complications nor injuries reported.